Manufacturer narrative:
A patient experiencing pocket heating at the ipg site was reported to abbott. As a result, the ipg was replaced and therapy was restored. It has been determined that excessive heating during charging of the eon ipgs can occur at the pocket site when using the older generation eon ipg chargers models 3701 and 3711.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-12870. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.